Manufacturer narrative:
This device used for treatment and not diagnosis. The customers complaint that this device was not functioning properly was confirmed. A functional assessment was performed which confirmed that it failed the torque test. This is due to normal wear over time.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found. The subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Event description:
The facility reported that during a clavicle plating procedure, the torque limiting attachment was not functioning properly and was in need of calibration. The patient suffered no injury as a result. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.the lot number provided is a supplier lot number. The synthes lot number is 4571151.(B)(4)